Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication and essure implant date updated. Explant date added. Events-general abnormal bleeding, abdominal pain, allergy: other and psych injury were added. Event outcome updated for: physical pain/pelvic pain/chronic. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine corpus') and pelvic pain ('physical pain/pelvic pain/chronic') in an adult female patient who had essure (batch no. 12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and body mass index normal. Current weight 170 lbs. Previously administered products included for an unreported indication: mirena from 1997 to (B)(6) 2007. Concomitant products included nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and anxiety ("mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral) and hystrectomy with bilatral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic pain. Discrepancy noted for essure confirmation that plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine corpus') and pelvic pain ('physical pain/pelvic pain/chronic') in an adult female patient who had essure (batch no. 12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and body mass index normal. Current weight 170 lbs. Previously administered products included for an unreported indication: mirena from 1997 to (B)(6) 2007. Concomitant products included nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),") and anxiety ("mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral) and hystrectomy with bilatral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic pain. Discrepancy noted for essure confirmation that plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion.; on(B)(6) 2009: bilateral fallopian tube blockage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information and lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine corpus'), pelvic pain ('physical pain/pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and anxiety ("mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral) and hysterectomy with bilatral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the device expulsion, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic pain. Discrepancy noted for essure confirmation that plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 29-oct-2019: pfs received. Lot number was added. New reporter's was added. Added event device expulsion, abnormal bleeding (vaginal, menorrhagia),mental anguish, pt changed for psychological trauma to depression. Historical condition was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine corpus'), pelvic pain ('physical pain/pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. On (B)(6) 2008, the patient had essure inserted. In july 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and anxiety ("mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral) and hystrectomy with bilatral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic pain. Discrepancy noted for essure confirmation that plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine corpus'), pelvic pain ('physical pain/pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and body mass index normal. Current weight 170 lbs. Previously administered products included for an unreported indication: mirena from 1997 to (B)(6) 2007. Concomitant products included nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and anxiety ("mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral) and hystrectomy with bilatral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic pain. Discrepancy noted for essure confirmation that plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for abnormal bleeding added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.